Manufacturer narrative:
The autopulse li-ion battery in complaint was returned to zoll on may 26, 2022. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The customer reported that the autopulse li-ion battery (s/n (B)(4)) intermittently powers up autopulse platforms. The status indicator of the battery shows 4 steady green led lights, indicating that the battery is fully charged. The customer noted when the battery is stored in a location with a higher temperature, it fails to power up autopulse platforms. When the battery cools down, it powers up platforms as intended. No patient involvement.

Manufacturer narrative:
(Describe event or problem) was corrected. The zoll autopulse li-ion battery failure mode and serial number (B)(6), reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
The customer reported that the autopulse li-ion battery (s/n (B)(6) did not power up autopulse platforms. The status leds of the battery showed 4 steady green lights, indicating that the battery was fully charged. According to the customer, when the battery is stored in a higher-temperature location, it fails to power up autopulse platforms. When the battery cools down, it powers up platforms as intended. No patient involvement.